Manufacturer narrative:
The investigation determined that the issue was caused by the leaking sipper nozzle. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) checked the mechanical and electronic adjustments, the liquid-level detection (lld), sample and reagent probe horizontal and vertical adjustments, and the sipper horizontal and vertical adjustments. He also replaced tubings. He performed an assay performance check with successful results. The customer performed calibrations and qc with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay ver. 2.1 and procalcitonin assay results from two patient samples tested on the cobas e411 disk. The initial results were not reported outside of the laboratory. Patient ID: (B)(6): on (B)(6) 2023, the initial probnp result was 10.0< pg/ml with a data flag. The first repeat result was 13388 pg/ml. The second repeat result was 12329.0 pg/ml. Patient ID: (B)(6). On (B)(6) 2023, the initial procalcitonin result was 15.48 ng/ml. The first repeat result was 0.086 ng/ml. The second repeat result was 15.43 ng/ml. The probnp reagent lot number is 600176. The expiration date is jun-2023. The procalcitonin reagent lot number is 630269. The expiration date was requested but not provided.